Event description:
It was reported that the wireless monitor showed elevated sensing integrity count, however, there was no real time capture of the sensing integrity count. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.